Event description:
It was reported that this lead was surgical abandoned as the lead was "broken". No additional adverse patient effects were reported. Additional information received indicates that the pacing portion of the lead did not work well. A pacing lead was implanted to supplement therapy for this patient as the shocking coils remain in use. The lead remains in use. No additional adverse patient effects were reported.